Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that system down during case. After reviewing the log file, fse found that results show that x-ray generator errors. Fse replaced x-ray tube. After replacing x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system displayed an error during clinical use and fluoroscopy was no longer possible. There was no report of harm. Philips has started an investigation of this complaint.